Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lid of the aseptic transfer kit housing is broken and the battery fell out. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.